Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 9/27/16 with the following findings: black box records ¿cs216¿ cgm session forced to stop warning right after a time/date reset on (B)(6) , time/date reset occurred after 7min of power on reset. The battery compartment is cracked ¼ inch down threads on the side. The pump powers up to a lavender display contrast. The pump was opened and disassembled, bt1 component was found leaking, no intermittent condition was found to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery, cracked compartment, and dim display. This report is made based on the results of an investigation completed on 9/27/16.